Event description:
It was reported the patient was bleeding at the lead site after the trial lead was removed. As a result, the patient was hospitalized overnight. An MRI was performed and a hematoma was found at the lead site. The patient is scheduled to see a hematologist/oncologist and undergo a follow-up MRI. The lead was discarded by the surgical facility. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.